Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe is stuck in down position; will not go back up." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "syringe is stuck in down position; will not go back up" issue was confirmed and not reproduced during product evaluation. The assignable cause was determined to be damaged syringe holder screw holes. The syringe holder assembly was replaced in order to fix the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.